Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug, clonidine, and bupivacaine (concentrations and doses unknown) via an implantable pump for spinal pain indications. It was reported that patient was calling for test compatibility and mentioned a couple months back, maybe march or april 2022. They had a magnetic resonance imaginary (MRI) that had a duration of around 40 mins and the they felt like they were cook from the inside out. They notified the MRI facility about the pump and told them to call the provider but they did not. Additional information was received from a consumer on (B)(6) 2023 indicated the patient experienced a problem with an MRI a couple years ago or maybe even last year where the facility disregarded the recommendation and put her in for a 45 minute session and the patient was just burning up. It was noted the patient was totally heated up and felt like she was going to pass out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date. The report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.